Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient¿s programmer would not do telemetry with or without the antenna. It was also reported, the patient¿s implant shut off without shutting it off. No patient harm was reported. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.